Event description:
It was reported that the patient with a cardiac resynchronization therapy pacemaker (crt-p) felt fatigued when performing a treadmill test. Boston scientific technical services (ts) reviewed the electrogram (egm) and found there was some noise on the right atrial (ra) lead along with some pauses. However, there were no pacing inhibition of greater than two seconds. Isometrics and pocket manipulation was performed and the noise could not be reproduced. Additionally, there were stored pacemaker mediated tachycardia (pmt) episodes and some of the pauses were related to the pmt algorithm, so this was programmed off and a pause or two was related to atrial flutter. It was noted upon review of the ra lead trend there was an out of range (oor) pacing impedances measuring less than 200 ohms. This declared a lead safety switch (lss). Ts review found p-waves were high with two measuring greater than 25mv. Ts recommended to find out if the patient had any procedure that might account for the oor measurements. The field representative will discuss with the clinic. At this time, the crt-p and non- boston scientific ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).